Event description:
(B)(4) study. It was reported that after a percutaneous coronary intervention (pci) treatment procedure, the patient experienced a myocardial infarction. The subject was enrolled into the (B)(4) study in (B)(6) 2011 and underwent cardiac catheterization. The target lesion #1 was located in the mid rca (right coronary artery) with 80% stenosis and was 18 mm long with a reference vessel diameter of 3 mm. The target lesion #1 was treated with rotablation, pre-dilatation and placement of a 3 mm x 24 mm taxus element stent, with 0% residual stenosis. One day post index procedure and prior to discharge, elevated troponin values were observed in the post procedure lab results and a myocardial infarction was reported. An electrocardiogram (ECG) was performed. The subject did not experience ischemic symptoms. No other action was taken to treat this event. The event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Age at time of event: around (B)(6) years of age. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).